Event description:
The customer contacted baxter's service center regarding check heater line alarms which occurred on the homechoice (hc) during fill 5 of 5. The home patient (hp) stated that he has been getting this alarm during fill 5 of 5 lately. The final bag was still full and the other bags were empty, so he changes the final bag to the supply line and the empty bag to another line. The technical service representative (tsr) asked the hp if he contacted his registered nurse (rn) about changing the bags. The hp stated he had not. The tsr explained that baxter did not recommend changing the bags, nor disconnecting a bag and connecting a bag to the same line. The hp asked what he should do instead. The tsr explained that the hp should press stop and contact baxter at the time of the alarm, or add another bag to an unused line. The tsr asked the hp if the hc alarmed check lines and bags, check supply line, check final line, or refilling heater. The hp stated that the hc was in fill 5 of 5, and the heater bag and the supply bag were empty. The final bag had solution in it, but the hc would not move the solution to the heater bag. The tsr asked if the hc was on. The hp stated that the hc read fill 2 of 5. The tsr reviewed therapy. The last fill volume was equal to was 1200ml, the dextrose was set to same. The tsr explained that the hc should move the solution from the final bag to the heater bag. The tsr recommended the hp contact baxter at the time of the alarm and baxter would assisted with troubleshooting because it may be an issue with the supplies. The hp stated he did not want to contact baxter at 24:00 because he had to get up in the morning. The tsr explained the alarm and how the hc operates. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that he had repeated check heater line alarms on unknown dates. There was not an alarm at the time that he called in. He never noticed anything unusual about his supplies that may have caused the issue, and therapy has been going well since. He had not yet spoken to his nurse about reusing supplies. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error. Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.